Event description:
Pt prior successful and compliant extended wear with routine follow-up care. Wearing coopervision 55 ew weekly disposable use and good hygiene. Opened new package and started new lens but reported to office with a peripheral corneal ulcer at 6 o'clock position (not cultured). Treatment with 4th generation fluoroquinolone. After healing, was restarted with a new pair of lenses (same lot number). A new ulcer appeared at the 6:30 o'clock position; was treated with antibiotics and cleared. After treatment another fresh pair of lenses was started and the same eye (os) experienced yet another ulcer at the 12 o'clock position of the eye in the periphery of the cornea. The fellow eye was unaffected in each incident. Subject stopped lenses, threw old lenses out. The attending doctor collected the unopened lenses (4 pair) and is awaiting collection by the sales representative for return of the lenses to the company for inspection. Visual acuity (va) was 20/20 corrected prior to and after each of the episodes with no loss of visual acuity. The fitting characteristics in each incident was normal.

Event description:
Initial report update. Lenses were returned for inspection to the company.